Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed button error and the display went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.